Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached eri (elective replacement indicator) in 2.5 years. The device was explanted. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up could not determine the reason for explant. No patient complications have been reported as a result of this event. It was reported that the device reached eri (elective replacement indicator) in 2.5 years. The two ventricular leads had high impedance due to lead fracture. The device and leads were explanted. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up could not determine the reason for explant. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached eri (elective replacement indicator) in 2.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The (B)(4) model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed and the outer insulation was breached from a clavicle-rib crush. It was noted that all conductors were distorted and all conductors cut, there was blood/body fluid on the distal conductor (not obstructed), all insulators were breached cut and the outer insulation had a cosmetic depression. (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.